Manufacturer narrative:
The returned product was inspected under magnification. Under magnification the batch number of the 1.5mm cann. Quick release driver tip was confirmed. It was observed that the returned driver had a broken tip with the broken fragment returned as well. The fracture surface on both the driver tip and the returned fragment shows clear indications of torsional failure, with a twisting fracture surface. The driver was measured to approximate the fracture location. This fracture pattern may be present when drivers have excess force applied to them to overcome heightened resistance such as that which occurs due to dense bone or inadequate pilot hole depths. No definitive cause can be determined. Related report (including this one): 3025141-2026-00075, 3025141-2026-00076.

Event description:
It was reported that the surgeon noticed the broken driver on the postoperative x-ray. The surgery to remove the broken driver tip was performed 8 days later.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. Related report (including this one): 3025141-2026-00076.